Manufacturer narrative:
Devise analysis revealed the unit was missing display segments. Failure was isolated tho the display board and was replaced. The manufacture date is unk for the serial number provided. (B)(4).

Event description:
Technical analysis found the n-550 does not read certain segments of the display. Customer confirmed there was no patient involvement.